Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for analysis. Clinical details do not mention excessive force or patient anatomy issues. The root cause of the vascular damage - great vessel was not determined as limited clinical information was provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured pericardial effusion/tamponade with a possible relationship to the impella device used: patient underwent mitral valve repair / tricuspid valve repair requiring venous arterial extra corporeal membrane oxygenation, was later found to have large pericardial effusion w/ concern for tamponade, returned to operating room for exploration and evacuation of hematoma, final echocardiography on (B)(6) revealed moderate volume complex pericardial effusion. It was reported that the patient/event has not recovered/not resolved. The patient care was withdrawn and patient expired.